Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-24309 - device 1 of 2. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. This MDR is being submitted for an unknown quantity of infusion sets that had the reported issue. On (B)(6) 2024, it was reported that patient faced infusion set kinked cannula within 3 hours of insertion. Patient's blood glucose at the time of issue was reported as high. Patient took manual injections and did exercise to address high bg. Site of infusion set was abdomen, lower left arm and back of arms. Patient replaced infusion sets and resumed insulin successfully. No further information available.